Event description:
On 04/24/2025, a sales representative reported via email an issue with an ar-1588rt-2j tightrope ii rt during a procedure. While pulling the tightrope sutures to advance the graft into the femoral tunnel, the suture bridge through the button snapped, resulting in suture breakage. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 5/19/2025: during an aclr procedure on (B)(6) 2025, the issue was identified immediately, and all broken fragments were successfully removed. The case was completed using a btb tightrope. A delay of approximately fifteen to twenty minutes occurred; however, it remains unknown whether additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.